Event description:
Device 3 of 3. Reference MFR report: 1627487-2011-04696. Reference MFR report: 1627487-2011-04697. It was reported the pt had recently experienced intermittent shocks that begin at her teeth and traveled to her feet. The sjm rep met with the pt and the leads showed normal impedance, therefore, an x-ray was not performed. The pt had reported recent coughing the day following the first incident. F/u determined the issue persisted after the programming. The pt was instructed to turn the scs sys off. Intervention was undecided.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.